Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, upon removal of the sensor, the patient started bleeding. The patient's spouse reported the patient takes blood thinners and that this was the first time it happened. To stop the bleeding, patient¿s spouse put pressure on it, and later gauze pads and bandages. The next day, the patient went to the hospital with spouse as the bleeding would not stop. At the hospital, they gave the patient a lidocaine injection and one other type of injection, but she could not remember the name. The patient was released from the hospital after 4-5 hours, and at that time the bleeding stopped. At the time of the report the patient was fine. The complaint states that bleeding was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.